Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation a user facility informed cook on (B)(6) 2020 of an incident involving a ncircle tipless stone extractor ntse-022115-udh from lot # 9939564. The device reportedly was found to have a protruding wire during a ureteroscopy (with lower ureter stones) procedure. Further communication with the user facility clarified that "stone defragmented, followed by stones retrieval. After the 1st retrieval, the user noticed the protruding wire and therefore changed to boston scientific zerotip." The patient reportedly experienced no additional harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Inspection of the returned device noted that it was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were both tight. The polyethylene terephthalate tubing (pett) measured 2.5 cm. It was noted that the support sheath was bowed in appearance. One wire was in the basket formation was found to be pulled from the distal cannula, while the other three wires remained secure. Functional testing of the device noted that the handle could actuate the basket formation. A review of the device history record found three non-conformances related to the reported failure mode. The three non-conforming products were found during the manufacturing process and were destroyed. All devices from the lot are pull tested. The devices from the lot that were distributed passed the tensile test, therefore there was not sufficient evidence to conclude that the remaining devices from lot could be non-conforming/defective. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no non-conformances for issues that could have affected the remainder of the lot, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was confirmed based on evaluation of the returned device. The returned device was found to have had 1 of the 4 basket wires pulled free from the basket cannula, the cannula that secures the proximal end of the basket wires together. The issue was found during use of the device, which indicates the wire was secured before use. There are two likely causes for the separated basket wire: 1) the basket was assembled incorrectly, without enough glue applied to securely hold the basket wire in place. 2) procedural factors encountered when removing the stone(s) pulled on the basket wire with enough force to pull it free from the basket cannula. There is not enough information available to be able to make a determination of the cause of the issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted.

Manufacturer narrative:
(B)(6). Occupation: other non-healthcare professional: sister. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy to remove lower ureter stones using ncircle tipless stone extractor, the wire 'protruded'. After the first stone fragment removal, the physician noticed the wire was 'protruding' from the handle. No section of the device fully separated. The procedure was completed by using another manufacturers similar type device. According to the initial reporter, there were no adverse effects reported due to the alleged malfunction.